Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display and cable to lab use only (luo) testing equipment. While operating the membrane panel, the display was observed to blank out intermittently. The issue was traced to the connector between the display and the graphics driver printed circuit board (pcb). Applying pressure at the connect caused the display to blank out each time. The pst installed a luo graphics driver pcb, and the same issue was observed. It was determined that the connector on the back side of the display was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical, and visual testing and could not duplicate the reported complaint. The fsr replaced the roller pump display and the display to pump board cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was not working. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.